Event description:
It was reported that the user experienced prolonged hyperglycemia with blood glucose exceeding 400 mg/dl for several hours while using subcutaneous insulin delivered via u200 insulin pen and subsequently changed diabetes supplies, after which blood glucose decreased to 162 mg/dl; education and troubleshooting were provided. Symptoms included elevated blood glucose without reported ketones or systemic symptoms. Outcomes included no injury, no medical intervention by third parties, and no hospitalization. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed an undetermined cause for the hyperglycemia. It was concluded that the event was related to hyperglycemia of unclear cause with no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.